Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma. Revision surgery was performed on (B)(6) 2015 to place the magnet back into its correct position. The implanted device remains.